Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device time was behind by 7 minutes. A technical support specialist dialed into the station followed knowledge article "time is incorrect on console or station - -correct time manually" and "device time is incorrect" used command power shell backend of device to change time zone and correct the time to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es time was incorrect and was 7 minutes behind which caused issues when dispensing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.